Event description:
It was reported that an unspecified quantity of continu-flo solution set with duo-vent spike exhibited no flow. The reporter stated that "kink was found after the infusion had already been started", resulting in interruption of fluid flow and requiring replacement of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 lot #: the customer provided a potentially associated lot #, r25l20055.d4 expiration date/UDI #: potentially associated lot r25l20055 has an expiration date of 12/21/2027. UDI # (B)(4). H4: the potentially associated lot was manufactured december 22-23, 2025.h11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and identified a collapsed or kinked tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted on the suspect lot and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.